Event description:
It was reported that when using the bd pyxis¿ es server some orders were not crossing to server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing to server. A technical support specialist dialed into the application server and navigated to the log directory for the pyxis external inbound processors service. The tss opened the latest log file, or one matching the customer-provided timestamp and searched for the keyword "concurrent" to identify any related errors. Upon confirming the presence of concurrent errors in the external messaging logs, the tss followed the resolution steps outlined in the knowledge article "messages stuck - skipping dequeue - scheduled task - observer tool". After applying the fix, no further issues with concurrent errors or order processing were observed. As the issue did not reoccur, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server some orders were not crossing to server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.